Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have fallen asleep on top of insulin pump and received a button error alarm and insulin pump is stating that button was pressed for more than three minutes. Customer reported that numbers continued to scroll on display screen. Customer was not able to clear alarm. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.